Event description:
During baxter's functionality testing of a spectrum pump, it was observed to not auto restart following a downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced symptom which was confirmed but not reproduced. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification. The downstream sensor was reworked to correct this condition.